Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the delivery wire was found to be kinked/bent. The delivery wire was found to be broken/fractured. The main coil was found to be kinked/bent. Functional test was unable to be performed due to delivery wire damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil got stuck in the microcatheter. It was retrieved and replaced with a non-stryker coil, and the procedure was completed successfully using the same microcatheter. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous, the rhv was adequately tightened while the introducer sheath was in the hub (not over/under-tightened) and was opened enough to allow passage of the device through without damage, torque was not applied to the delivery wire when operating the coil, the lumen of the microcatheter (unknown type) was within recommended range, and the coil was advanced slowly and carefully without excessive force. Based on the information provided, the device appeared to have been used as intended. The device was returned inside the introducer sheath and during visual inspection, it was noted that the delivery wire was kinked/bent in several areas along its length and was broken/fractured. The main coil was noted to be kinked/bent in its proximal section. Functional testing could not be performed due to the delivery wire damage. Although the reported complaint could not be replicated during device analysis, the analysis results are consistent with the reported event as the damage to the main coil and delivery wire would have likely caused friction when advancing through the microcatheter shaft. It is possible that the severe tortuosity as mentioned in the additional information may have also contributed to the reported event, although this could not be definitively determined and the microcatheter was not returned for analysis. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' as well as the as analyzed 'main coil kinked/bent', 'coil delivery wire kinked/bent' and 'coil delivery wire broken/fractured during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use the product performance was limited.

Event description:
The subject coil was returned for analysis and the device investigation revealed that subject coil delivery wire was broken/fractured during use. There was no clinical consequence to the patient due to this event.